Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an esophageal stent placement procedure at the esophageal junction to treat an esophageal stricture, performed on (B) (6) 2010. According to the complainant, the tech placed a resolution clip at the area where the physician planned to deploy the stent. The tech secured the clip to the tumor and it was knocked out of position during insertion of the scope, but the physician did not realize it while viewing placement under fluoroscopy. When the physician deployed the stent, it was deployed mostly in the stomach and not over the stricture. Retrieval was attempted with rat tooth forceps. When the physician pulled on the stent, the retrieval suture broke, but remained attached to the stent. The physician attempted unsuccessfully to retrieve the stent with forceps, then with a snare, and once again with forceps. The physician decided to leave the stent in the stomach, and completed the procedure by placing another wallflex esophageal stent over the stricture. The complainant stated that the physician planned to attempt removal about one week later, either through the patient's existing peg (percutaneous endoscopic gastrostomy) tube, or through the stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B) (4) - no code available (medical intervention required). (B) (4) - no code available (stent suture, broken). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.